Event description:
The initial attorney report alleged adhesions, manipulation with additional surgery. The following is based on the medical records provided by the patient's attorney: ni/ni/ni- patient underwent repair of a ventral hernia with composix mesh. On (B)(6) 2005 - patient underwent a partial excision of the composix mesh and repair of recurrent ventral hernia with composix kugel mesh. It was noted that "we were able to remove the old mesh because there was a hernia coming through this." On (B)(6) 2005- patient presented with cellulitis and a would seroma. The wound was opened and packed,the patient was started on cipro. On (B)(6) 2005- patient underwent excision of abdominal infected mesh and ventral hernia repair with flat mesh. Cultures taken were noted to be negative, but the surgeon commented that "it looks like the mesh is infected at this point and causing her pain." The operative report noted "we then took the whole composix mesh out and actually some old composix mesh that was adherent to the abdominal wall. We cut this entire out." On (B)(6) 2007- patient underwent a redo open nissen fundoplication. During this procedure the surgeon "went through" the flat mesh and subsequently "closed the fascia including the mesh."

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be additional implants. There is no indication in the medical records that a device failure occurred. It appears that the flat mesh was manipulated and then closed on (B)(6) 2007 during an unrelated surgical procedure. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00155 for information related to the composix mesh implanted on an unspecified date. The composix kugel mesh implanted on (B)(6) 2005 was reported to the FDA in accordance with (B)(4).